Manufacturer narrative:
Patient age at time of event: over the age of 60. (B)(6). (B)(4). Device evaluated by MFR: the jetstream xc-2.1 atherectomy catheter was returned in one piece. Visual inspection of the device revealed that no guidewire was stuck in the device or returned with the product. The guidewire lumen and the catheter shaft were checked for damage. There was damage on the catheter shaft in the form of a kink and buckling. The kink was approximately 53cm from the tip. The buckled area started at 90.5cm from the tip and ended at 93.5cm from the tip. There was also a hole at this area where fluid was leaking during functional testing. The guidewire was not returned, and it is unknown what wire was used. A .014 test jetwire was used for inserting into the devices guidewire lumen. The guidewire transcended through the device until it reached the kinked area of the catheter shaft where it reached a sticking point and would not move any further. This is the most likely reason of the guidewire sticking. The buckling on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst and separate proximal of the buckling. This was the case on this device. When this happens the device leaks fluid from the damaged area and the performance of the device diminishes. Buckling is usually cause by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that the device became stuck on the wire, the shaft became damaged, and there was an aspiration issue. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in a tight bifurcation in the superficial femoral artery (sfa). During the procedure, the physician made a couple of passess through the slight subintimal space and the device seemed to be bogging down. The device became stuck on the unspecified guidewire on the second pass during rex mode. The physician had to pull the catheter and the wire out together aggressively without losing wire access. It was noted that the black coating on the catheter was stretched and then leaking from the stretched location; no portion of the device dislodged. The procedure was completed with no harm to the patient and a very little delay to the case.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 0.014 inch 300cm length non-bsc guidewire was used during the procedure.